Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, and the hose was damaged (excluding rupture). It was further observed that the device had an insufficient/low power and made an excessive noise. It was further determined that the device failed pretest for hose verification, housing pin height assessment, noise assessment and rotational speed assessment. It was noted in the service order that the component that held the motor was not found. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the component that held the motor not found was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device making an excessive noise identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).